Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the system gave him insulin even though his blood glucose levels were low. The patient¿s system was on limited mode and patient did not follow the steps to maintain manual mode for 5 minutes or more, therefore the system continued delivering insulin. Blood glucose levels were reported to be around 50 mg/dl. Medical treatment was not required. The patient was offered a replacement controller, but declined, after being educated on the differences between automated and manual mode and what alerts received from the system mean.